Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, as ¿the plunger did not push through the iol and did not push the iol through where it should have been inserted into the eye, pushing the center of the iol.¿ additional information has been requested but is not available at the time of this report.